Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system did not detect active instruments. The software was stating that the instrument was not connected. It was noted that a self test was conducted and it was noticed that the scu was not in the internal network and the ip address of the scu was red. The system was opened and after switching the port of the network cable that connects the scu to ethernet switch the system started working. The cable was then connected back to the original port and the system continued to work. There was no patient involvement.

Manufacturer narrative:
The software investigation found that the behavior described is the intended behavior of the software. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. There was no failure found with the component. The security application switch was returned unused, although not in original packaging. It was therefore unclear if this component had been replaced. Due to this conflicting information in the file, follow-up is being conducted to investigate further. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The polaris spectra system control unit (scu) and security application switch was replaced. A system checkout was performed after part replacement and all tests passed. The replaced parts have not returned to the manufacturer for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the switch was not replaced. The representative did not open the original box and returned as it was received. Original box was sent back un-opened. If information is provided in the future, a supplemental report will be issued.